Manufacturer narrative:
An outflow graft with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the serial number is unknown. The reported event was confirmed via visual evidence provided by the site which indicated that the outflow graft was torn likely during the implant procedure. An internal investigation has been opened to evaluate tears in the outflow graft near the outflow of the pump under the strain relief. Based on this investigation, the most likely root cause of tears/cuts in the outflow graft has been attributed to design deficiencies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that the during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. According to the IFU, surgical procedures are associated with numerous risks that include, but are not limited to, bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the implant of the ventricular assist device (vad), damage was observed on the outflow graft after mounting it to the pump. The outflow graft was exchanged for a new one. No patient complications have been reported as a result of this event.